Manufacturer narrative:
Ocd performed batch record review and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. Retain testing was not possible as the lot had expired prior to ocd being made aware of the complaint. (B)(4). Lot expired on 10dec2013 and is no longer available for evaluation.

Event description:
Customer reported a false negative reaction to cell#1 of 0.8% selectogen lot vs684 observed during a correlation study with a patient who had a previously confirmed anti-jka. Testing was performed on (B)(6) 2013 by the manual gel method with 15min incubation. Tube testing and solid phase testing (echo) was done with the patient sample and positive reactivity was obtained when other methods and reagents were used. Customer also used enhancement (peg and liss) and states tube testing was positive with reactions of 2+ and 1+ in tube. No additional identification testing performed due to anti-jka having been identified previously on (B)(6) 2013. Customer confirmed that the patient was not transfused based on the negative listed panel cells (antibody already on file). No incorrect or erroneous results were reported as a result of this concern. All listed ocd products were confirmed to have normal appearance and were stored according to the package insert indications. Qc performed on day of use was reported as acceptable.